Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the failure. The system operates as intended.

Event description:
The customer reported there was bad image quality due to a noise on the system. No patient injury was reported.